Event description:
Hamilton medical ag received the following description: wrong positve alarm "disconnection" due to defective inspiratory valve.

Manufacturer narrative:
Inspiratory valve was found defective and replaced. Device functions properly now.